Event description:
Customer reports of not being able to fill reservoir. Customer states reservoir was filled with air first, but would not hold insulin in reservoir. Customer states issue was solved with reservoir change. Customer's blood glucose was 399 mg/dl. Reservoir would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
One opened and or used reservoir was inspected for anomalies and none were noted. Occlusion test and manual prime was performed and the reservoir passed no occlusion anomalies was noted.